Manufacturer narrative:
A lot history review (lhr) of rexl0405 showed four other similar product complaint(s) from this lot number. The complaint of catheter damage was confirmed, and the cause appears to be use related. The product returned for evaluation was a 20ga x 10cm powerglide midline catheter assembly. Usage residue was seen throughout the sample assembly, and the catheter contained a complete break. One segment was lodged between the needle bevel and the guidewire. Another segment contained a shot, longitudinally-aligned, split which matched the approximate width as the guidewire. The guidewire push-off had been advanced, and the catheter push-off was partially advanced. Microscopic examination of the catheter split revealed that it was coarsely formed with small fibers of catheter material loosely attached to the split surface. The observed damage is characteristic of improper insertion procedure, and can occur if the catheter is advanced and then retracted back against the needle. The IFU provides the following warning, "once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter."

Event description:
Description of event: difficult insertion. Needle appears to have sheared catheter. Unable to remove device from pt's arm. Other pertinent info: required interventional radiology intervention to remove. I.r. Images of pt's arm are available from the hosp upon request.